Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product identity was confirmed. The complaint is that the screw fractured during insertion during a cranial surgery. On visual inspection and in the photographs provided, it was evident and noted that the screw has a transverse fracture along the shaft of the screw close to where the thread begins. Investigation results concluded that the reported event was due to the screw experiencing excessive force beyond what the screw was designed to encounter. The instructions for use for this product states in the section titled bone screws: 1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. 2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. 3. Excessive torque can cause the screw to fracture. 4. Self drilling screws may fracture, bend or break if used in a bicortical application. The device history records could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a cranial procedure a screw fractured when the surgeon attempted to insert the screw. The surgery was completed using another screw. The patient did not retain a foreign body and the surgical delay was less than ten minutes. No additional patient consequences were reported.